Event description:
On (B)(6) 2019 a patient received a perceval pvs25 sutureless aortic heart valve as part of an avr. The manufacturer was notified that the device was explanted on (B)(6) 2020 and a second perceval pvs25. No further information was received.

Event description:
On (B)(6) 2019 a patient received a perceval pvs25 sutureless aortic heart valve as part of an avr. The manufacturer was notified that the device was explanted on (B)(6) 2020 and a second perceval pvs25. Additional information received from the site identified the following information. The valve was removed because of a bacteremia that was likely coming from the valve, at the time of surgery, the site removed the old valve and put a new perceval valve. The old valve had tiny excrescences on it that might have been infected but the pathology was negative , the pt has done well with the new valve.

Manufacturer narrative:
Additional information received from the site identified the following information. The valve was removed because of a bacteremia that was likely coming from the valve, at the time of surgery, the site removed the old valve and put a new perceval valve. The old valve had tiny excrescences on it that might have been infected but the pathology was negative, the pt has done well with the new valve. The manufacturing and material records for the perceval heart valve, model icv1210, s/n (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model icv1210) perceval heart valve at the time of manufacture and release. Because the valve is not available for return and analysis no further investigations can be performed at this time. The DHR review confirmed all material, visual, sterilization and performance standards required for a (model icv1210) perceval heart valve at the time of manufacture and release. If an infective microorganism was present on the tissue valve before sterilization, it would be killed very easily by the manufacturers liquid chemical sterilant. The sterilant contains a mixture of glutaraldehyde and alcohol, both of which are highly effective against infectious microorganisms. The manufacturer has validated this liquid chemical sterilization process with spore forming bacillus atrophaeus, which is the most resistant microorganism known for aldehydes. Following routine sterilization, the valves are aseptically packaged in a solution that inhibits growth of microorganisms with steam sterilized closures and jars. The packaging process occurs in a vaporous hydrogen peroxide (vhp) decontaminated isolator; therefore there is no risk of valve contamination post-sterilization. Each closure/jar containing the valve is integrity tested after packaging, thus ensuring a sealed barrier for the product to remain sterile during transport up until the closure/jar is opened. Based on this information, the duration from implant to explant, and given the pathology results indicated the excrescences were negative for infection the root cause of the bacteremia cannot be attributed to any valve related factors. However as no further implant or patient information is available and because the valve cannot be analyzed further the root cause cannot be established.